Event description:
Information was received from a family member of a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that there was an infection at the incision site of the implantable neurostimulator. There was swelling, drainage, the incisional wound was opening, puss, and an open wound. The infection was not confirmed. It was reported that it started in (B)(6) of 2016 (about 10 days after surgery). The patient's family member had given him oral antibiotics to resolve the infection. The patient went to the emergency room and they told him to leave and come back the next morning. At the time of the report, it was unknown if the infection has healed or not.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.